Event description:
It was reported that the patient's 90cm l1 drg lead was fractured. The patient underwent surgical intervention on (B)(6) 2023 wherein the patient's lead was explanted. Therapy was restored with the patient's remaining drg leads. During the procedure the patient's remaining l1 drg lead was noticed to have migrated. Surgical intervention may take place at a later date to address the patient's migrated lead.

Manufacturer narrative:
Event date is estimated.

Manufacturer narrative:
It was reported to abbott, a patient underwent a lead revision where the physician successfully removed the l1 (left) that had previously fractured and was not able to be removed on (B)(6) 2021. It was also noted on x-ray that the right l1 lead had migrated. Nothing was done to this lead and the migration did not occur during the explant procedure. Effective therapy was restored. The results of the investigation are inconclusive as the product was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.